Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (60-greater than 400 mg/dl) since (B)(6) 2016. Customer consumed juice to treat the low bg levels and has not been treating the elevated bg levels per their health care provider's (hcp) recommendation. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.